Event description:
The reporter contacted animas on (B)(6) 2015 alleging a display (segments missing) issue. Customer support (cs) completed troubleshooting and they are not able to read the screen safely. The reporter stated that the patient had a blood glucose (bg) of 432mg/dl with nausea and vomiting. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. The reporter stated that the patient has been having behavioral issues and is unsure what the patient ate because the patient was home alone. This report is being made due to the bg excursion the patient experienced due to display issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.